Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a battery depleted alarm was confirmed by baxter personnel in the pump's event history. This condition was caused by depleted batteries. The batteries and battery harness were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted. Additional info: a service history review revealed that the device has not been previously sent into service for the reported condition of "battery depleted alarm." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.07.00.